Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient woke up around 03:43 pm, her unspecified dexcom cgm screen alerted for a low egv. Because her readings had been stable the previous day, she trusted the alert and treated herself by drinking orange juice, eating pineapple, and having her regular breakfast. No bgm comparison at the time or any symptoms. Right after this, the egv increased to 72 mg/dl. About an hour later 04:43pm, the dexcom again showed a drop to egv 68 mg/dl, so the patient ate more pineapple. Still no comparison from bgm. Shortly after that (unspecified time) the patient began experiencing symptoms including feeling overheated, frequent urination, lack of energy, headache and feeling of passing out. She then decided checked her blood glucose using her bgm, her bgm showed a glucose level too high to register. During the time of call, she again had a egv 72 mg/dl and a comparison from bgm reading of 500 mg/dl, she mentioned we'll cause her to dka because of inaccurate readings and might visit emergency room (ER). Technical support reached out to the patient the next day to gather more information but the patient mentioned she have an important call coming in and disconnected the call. Due diligence attempts to determine the outcome of the event were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. During the call, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.